Manufacturer narrative:
Dre, lead extraction. (B)(4).

Event description:
Initial information received on (B)(6) 2015: the tip came off. On 22july2015, additional information was received that determined reportability: while attempting a lead extraction via the subclavian vein, the tip of evolution extractor came off inner sheath; leads were successfully removed. The tip of the evolution was lodged between the clavicle and the first rib. The physician decided to leave the tip in place. In the words of the physician: "the morbidity associated with removal was felt to be higher than the benefit of removing it so it was left in place." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.